Event description:
It was reported to medtronic minimed that the customer called with sensor updating, which led to diabetic ketoacidosis and hospitalization.. The customer reported a blood glucose value of 1000 mg/dl and a current blood glucose value of 100 mg/dl. The customer experienced hyperglycemia, diabetic ketoacidosis, and was treated with manual injection, IV insulin drip, visited the emergency room, and was admitted to the hospital. The symptoms the customer reported at the time of hospitalization event were feeling sick/unwell, tired/weak, extremity pain/cramps, increased thirst, excessive urination, and vomiting. The customer stated that the sensor was showing sensor updating, and wasn't getting a sensor glucose reading leading up to the event. The event involved product(s) mmt-441ag, mmt-7040a, mmt-1884, and mmt-342. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the change sensor, and the customer was advised to replace the sensor as the behavior has been occurring for longer than 3 hours. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. The customer declined to continue with troubleshooting for the high blood glucose. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.